Event description:
It was reported that the lead integrity alert was triggered due to elevated short interval counts and non-sustained tachycardia episodes. Review of episodes showed atrial fibrillation with rapid ventricular rate and intermittent t-wave oversensing which resulted in short v-v intervals. The lead remains in use. There were no reported patient complications as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.